Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection of the patient line to the transfer set was reported and is a known cause of this alarm; however, the cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). It is unknown at what step of peritoneal dialysis (pd) therapy this occurred. The patient indicated that the patient line connection to the transfer set was loose. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.